Event description:
The subject device was used during a laparoscopic nephrectomy. The ptfe pad of the device was separated. The procedure was completed with another thunderbeat device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially peeled from the jaw. The manufacturing record was reviewed with no irregularities. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued to activate seal and cut mode without contacting tissue (including the case that the user kept activating after the tissue already cut). The instruction manual of the subject device already states. This report is being submitted as a medical device report in an abundance of caution.